Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold novolog insulin with the pump. Tandem technical support informed the customer that using cold insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.